Event description:
The resmed 11 apap has a plastic water chamber that seats very poorly. Almost 50% of the nights it takes several tries to get the chamber to set so that the apap will function. Yesterday I started to use a brand new resmed water chamber for the apap, and it was impossible to get a good seal, so I used the old one. When the water chamber is not seated, air leaks and the machine turns off and does not provide the therapeutic function necessary to keep me healthy. This is a design flaw or quality control flaw that is well known in the user community. Many users struggle with it nightly. The consequence is less effective use for a (B)(6) life saving equipment. It would be ideal if resmed could redesign the water chamber for a consistent seal and replace the current poorly designed chamber. They should improve quality control for their current replacement chambers.